Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider for a clinical study reported, via a manufacturing representative, that there was a ¿mild¿ increasing frequency of seizures since (B)(6) 2013 and the patient reported the event on (B)(6) 2013. It was noted that the event was device related and ¿possibly¿ due to programming. The event did not result in an emergency room visit, in-patient or prolongation of hospitalization. There was an epileptologist visit and the device was reprogrammed. The event was ongoing. Indication for use included epilepsy. Additional information received reported there was increasing frequency of seizures and temporary visual impairment because of stimulation.